Event description:
Reporter indicated that patient's generator had to be replaced because it was not functioning properly. Further follow up revealed that the patient underwent generator replacement surgery due to high lead impedence result during device diagnostic testing, indicating possible device malfunction. It was reported that there were no further problems with the new generator connected to the original lead. Generator/lead connection problem is suspected.